Event description:
The pt previously reported the lead was explanted due to a j wire fracture with protrusion. The physician reports the lead was explanted due to a j wire fracture without protrusion. The physician does confirm the report of a pneumothorax requiring chest tube insertion and a 2-day hosp stay. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet.